Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. It was noted that a 24x2.75mm synergy stent was damaged prior to being inserted into the patient. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. It was noted that a 24x2.75mm synergy stent was damaged prior to being inserted into the patient. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the stent was detached from the catheter and returned separately, with a guidewire loosely inserted through the full length of the stent. The stent was severely stretched to a total length of 47 mm. The guidewire exit port was torn, most likely due to the use of excessive force during removal of the guidewire. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).